Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015. The reported event of inaccurate readings could not be confirmed.

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report on behalf of patients son an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient care specialist did not report injury or medical intervention.